Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 703 was confirmed during product evaluation, however, failure code 703 was not reproduced. The assignable cause was a software failure on pump head module channel a. The software on pump head module channel a was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During event history review of a colleague infusion pump, it was found that failure code 703:00 interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this device. This device is a colleague infusion pump with user interface module software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.